Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the renal artery. A 4.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during procedure, it was noted that the stent and the balloon were mispositioned and the stent was dislodged from the balloon into the sheath. The device was removed from the catheter without any intervention and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 125.8cm distal from the strain relief. There was contrast in the inflation lumen. The balloon was tightly folded, and crimp marks were present. No stent was present. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported dislodged stent.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the renal artery. A 4.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during procedure, it was noted that the stent and the balloon were mispositioned and the stent was dislodged from the balloon into the sheath. The device was removed from the catheter without any intervention and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.